Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due a tubing leak. No other adverse patient effects were reported.

Manufacturer narrative:
Titan otr pump and cylinders 1 and 2 were received for evaluation. A separation within abrasion was noted on the shorter exhaust tube of the pump at the tube/strain relief junction. This was a site of leakage. Abrasion was also noted on the inlet tube of the pump. Tow sutures were attached to both cylinders. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that while in-vivo both the shorter exhaust tube and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the shorter exhaust tubing at the tube/strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.